Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip -vc perforation, psychological and emotional injury, anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported physical & emotion injury, anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Event description:
Report from cavagram: "essentially occlusive thrombosis of the inferior vena cava is confirmed which extends inferiorly from the filter over a distance of almost 8 cm. There is also a small amount of clot extending just superior to the filter. At least 2 of the filter legs appear to protrude beyond the lumen of the ivc, which is not an uncommon finding. There is no extravasation. Iliac vein is enlarged, and there are multiple collaterals compatible with long-standing obstruction." Retrieval report (successful): "initial ap and bilateral oblique magnified scout films of the filter demonstrate complete fracture of one of the 4 larger legs. The fracture leg is located inferior to the filter. Additional fragment of the fractured strut is noted to be within the filter cone." "This demonstrated no evidence of thrombus in the ivc or ivc filter." "The ivc filter was grasped and then collapsed into the sheath and removed. Examination of the filter itself demonstrates fracture of one of the larger legs. A fragment of the strut is incorporated into fibrinous material in the cone of the filter. Forceps were then used in an attempt to grasp the residual fractured legs fragment but these were unsuccessful. Given the inability to manipulate the leg fragment under fluoroscopic guidance, it is likely extravascular. A followup venacavogram was then performed through the sheath demonstrating a widely patent ivc with no thrombus or extravasation."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b1, b2, b5, b6, d7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture and ivc/filter thrombus. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
F10) patient code: no code available (3191) no code for protrusion beyond lumen of ivc not listed in the IFU, anxiety (2328) not listed in the IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 4jun2018 as follows: [pt] allegedly received an implant on (B)(6) 2009 via the femoral vein due to gastric bypass. [Pt] is alleging protrusion beyond lumen of ivc. [Pt] further alleges injury, psychological and emotional injury without further details, alprazolam was prescribed for anxiety.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code and device code: no information regarding the event has been provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2009. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: the tulip filter was successfully placed via femoral approach for the indication of dvt and/or pe. Approximately seven years after placement thrombosis of the ivc extending inferiorly from the filter was confirmed and another two years later a primary leg fracture and a perforation of the ivc was noted. However, the filter was successfully retrieved without any immediate procedural complications, ¿residual filter fragment was likely extravascular.¿ the tulip filter was returned and so was a fractured primary filter leg. On the filter one blade/two secondary filter legs had fractured and were not returned. Another blade had separated and slipped its primary leg. The hook was intact. Based on the investigation of the returned filter and the information provided the exact reason for the filter to fracture cannot be determined, but filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacting with ivc wall, e.g. Penetration/perforation/embedment may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. According to the instructions for use the filter is intended for the prevention of recurrent pe, if anticoagulant therapy is contraindicated or has failed. As the lot no was not provided cook conducted a review of the IFU currently in effect for tulip filters specifying under potential adverse events: ¿ damage to the vena cava ¿ vena cava perforation ¿ vena cava penetration there are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Based on the investigation of the returned filter and the information provided the exact reason for the filter to fracture cannot be determined. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This follow up report is being submitted for the product investigation completed 17feb2023.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tulip is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.